Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected. The rear tip extender passed the visual inspection as no damages nor abnormalities were found. The outer tube and fabric threads of the cylinder were detached from the proximal which was consistent with sharp instrument damage. The cylinder was not leak tested due to the damage found. In addition, an unused cylinder was returned for analysis. The cylinder was visually inspected and underwent leak testing. No visual damages nor abnormalities were found, and it did pass the leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, and upon examination a hole in the right cylinder was found. The right cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, and upon examination a hole in the right cylinder was found. The right cylinder was explanted and replaced. No patient complications were reported.